Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 2 pm with blood glucose of unknown. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with intravenous drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the did allege insulin pump was under delivering. Customer was able to perform high pressure test at this time and assisted with performing the high pressure test and the test results was passed. Customer also performed selftest and the test was passed. Customer troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.